Manufacturer narrative:
Based on the claim against the product, an investigation was completed to determine the cause of this reported event. Isi field service engineer (fse) was dispatched to the site to further investigate the reported event. Mtm was replaced to correct reported problem. System tested and verified as ready for use. Based on the field evaluation, this reported event was confirmed, which indicates that the device did contribute to the customer reported issue. Intuitive surgical, inc. (Isi) received the mtm and completed the failure analysis. The reported failure (button calibration failure) was able to be reproduced during calibration (via matlab). The esmh printed circuit assembly (pca) will be replaced as a fix. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer noted a loose clutch button on the mtm after the start of the procedure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during da vinci assisted surgical procedure, the clutch button on one of the master tool manipulators (mtm) was loose. The customer was able to continue the procedure with no injury to the patient. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.